Event description:
The ICD was explanted when noise caused inappropriate therapy. The bipolar connector of the rv02 lead was capped and a new pace/sense lead was implanted. It is not determined which device caused the noise.